Event description:
Md was attempting to place a central line through the right internal jugular for administration of antibiotics. With ultrasound guidance the vein was entered, but when attempting to advance the guide wire through the needle, the wire became stuck and would no longer advance forward. The md attempted to pull the wire back but was unsuccessful. After add'l firm steady pressure backward the wires began to rip apart. The attempt at the central line was aborted and the entire needle was pulled back out. As the needle was pulled out, the wire was noted to be through the needle and sticking out of the other side of the needle, but was unable to be dislodged, was lodged within the needle and unable to be advanced or retracted any further.